Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer advised they took out the sensor and there was a missing/bent electrode. Customer advised the sensor appeared bent and damaged. Customer advised they had this issue with 5 sensors. Customer was advised that the sensors would be replaced.